Event description:
On april 13, 2007, a clinical incident involving an evac 70 xtra plasma wand was reported to arthrocare corp. In 2007, a female pt underwent a bilateral tonsillectomy procedure. Initial recovery was reported as uneventful. Ten hrs following the tonsillectomy procedure, the pt was reported have massive bleeding and required resuscitation and a blood transfusion. The bleeding was stopped using bipolar diathermy and sutures. The pt was reported to have no further problems and was discharged two days later.

Manufacturer narrative:
Pt information - pt was reported as a female. The initial rptr does not have the weight info, therefore, weight is being provided as an approximation by MFR. It is unk if the device was reprocessed. The device was not returned for investigation and the lot# of the device was not provided, therefore, a complete investigation could not be performed. In addition, it was reported there was no unusual occurrence during the procedure with this device. No conclusion can be made. It has been documented in the ent medical field that there is a 2-5 percent occurrence of postoperative re-bleeding following a tonsillectomy procedure independent of procedure type. References: bhattacharyya n. Evaluation of post-tonsillectomy bleeding the adult population. Ent-ear, nose and throat journal, august 2001. Bellose a et al. Coblation tonsillectomy versus dissection tonsillectomy: postoperative hemorrhage. Laryngoscope 113: november 2003.